Event description:
It was reported, the coil broke inside the catheter and was removed. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely cause the coil to detach. (B)(4).